Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. Failure analysis of the devices was not performed since the units were not returned. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed a data point with a battery relative state of charge (rsoc) value of 101% logged with an incorrect date stamp and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. As a result, the reported ¿communication error¿ event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; the most likely root cause of the inability of the controller to recognize the batteries can be attributed to a damaged integrated circuit (ic) on the controller's communication line. The integrated circuit is responsible for the communication between the controller and batteries and is also connected to the real time clock. The damaged integrated circuit likely prevented the controller from determining the capacity of batteries, therefore causing the abnormal rsoc value. D1: heartware ventricular assist system ¿battery d4: (B)(6) / model #: 1650 expiration date: 2018-11-30 d10: no h3: no h4: mfg date: 2017-11-20 h5: no h6: FDA methods code (s):4114, 4112 h6: FDA results code (s): 213 d1: heartware ventricular assist system ¿controller d4: (B)(6) / model #: 1420 expiration date: 2018-10-31 d10: no h3: no h4: mfg date: 2017-10-31 h5: no h6: patient code(s): 2692 h6: device code(s): 2582 h6: FDA conclusion code(s): 4307 h6: FDA method code: 4114, 4112 h6: FDA results code: 120 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿battery, (B)(4) / model #: 1650 expiration date: 2018-11-30, mfg date: 2017-11-20, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that batteries had a communication error. Batteries were exchanged. No patient complications have been reported as a result of this event.